Event description:
FDA class I recall issued by bio-med devices, inc. Letter stated to discontinue the affected lots and return. The product would be inspected and returned by the MFR. Rptr received a call from bio-med devices stating that rptr as the customer could re-inspect the affected part and use the device without sending back the product. This info was verbal and not in written letter. Rptr expressed their concern of the customer re-inspecting the affected part and not the MFR as the FDA recall stated.